Event description:
I prescribed the pt contact lenses of the material etafilcon a. Shape parameters were base curve 8.5 with a diameter of 14.2mm. Prescription was fraudulently filled by (B)(4), (also known as (B)(4) contacts). (B)(4)., did not receive or verify the prescription(B)(4) sent the pt contact lenses made from the incorrect material methafilcon a. The shape parameter was also incorrect with a base curve of 8.6, although the diameter of the lens was the same at 14.2. Contact lenses are medical devices regulated by the FDA. It is illegal to distribute contact lenses without a valid prescription. (B)(4) has put my pt at serious risk of infection and hypoxic corneal complications such as neovascularization and infiltrative keratitis.